Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies, it was noted the outer insulation was breached out and a cut off stylet was stuck in the distal coil of the distal segment. Evaluation summary: (B) (4) battery - battery depletion-normal.

Event description:
It was reported that during the implant attempt, the lead had lost sensing capability. Ventricular events were seen with the analyzer, however v-sensing was lost when the device was attached. Neither the lead nor the device were implanted. No patient complications have been reported as a result of this event.